Event description:
It was reported that patient received inappropriate therapy. Device went into backup mode. Insulation anomaly and lead fracture were found. Device was explanted and lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event was confirmed. The device was interrogated normally and was not found in back-up vvi mode. The device was tested on the bench and using unity test system and no anomalies were found. It was believed the cause of the reported field event of unanticipated therapy was due to lead fracture and insulation anomaly.